Manufacturer narrative:
Sales rep received email (B)(4) 2019 with questions about how a dvt/pe could develop; email was forwarded to quality, who immediately requested that unit be returned for evaluation and an alleged patient injury form be completed; customer did not respond to requests; repeated requests for additional information were made, with no response. Based on limited information (question presented), we could not determine if our device caused or contributed to possible incident. We could not even conclude that an incident occured. We are filing a report as a cautionary measure only.

Event description:
Upon service: see documents (rx and lmn for cold/compression). (B)(6) year old female; left leg tkr (B)(6) 2018; physician prescribed cold/compression/dvt post operatively for 30 days; actual usage 67 days; cold prescribed at 45 on/45 off; no specific temperature 4-5 times per day; mmhg of standard compression not specified 4-5 times per day; dvt prophylaxis (l vs r vs bilateral) not specified but wrs setup the patient bilateral calf. Dvt only spec'd 4-5 times per day; preauth & reimbursement denied by the insurance carrier; wrs fit the patient anyways no dvt risk profile assessment completed prior to surgery. Day 10-14- at approximately day 10-14, patient presented to treating physician with swelling in the legs, heat and redness; "physician commented beginning signs of dvt development" following this presentation, physician did not discontinue the use of dvt prophylaxis date tbd (estimated sometime in mid january); patient discharged from wrs service; total run hours over 67 days = 300 +/- unit is now on another patient. (B)(6) 2019- patient presented yesterday with multiple dvts in both legs and a pulmonary embolism physician's staff contacted wrs' representative - "how did this patient get a dvt/pe if they were using a vascutherm?"